Manufacturer narrative:
The insulin pump was received with a cracked case at the reservoir tube window.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Prior to the hospitalization, the customer stated, she delivered a bolus to cover for her food intake, but her blood glucose went high. Troubleshooting was performed and the insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.